Manufacturer narrative:
Continuation of d10: evolutfx-29 valve, implant date: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were experiencing 'a blood infection' and was told 'I needed to have the pacemaker taken out and packed with antibiotics and have the pacemaker put on the other side.' It was also reported by the patient that they were experiencing fluttering, elevated heart rate, 'had no energy and was very short winded'. The implantable pulse generator (ipg) system remains in use with an explant planned. No further patient complications have been reported as a result of this event.